Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number:2017865-2023-02934. It was reported that the right atrial lead and the right ventricular lead both exhibited noise. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the right ventricular and right atrial lead was explanted and replaced. The patient was in stable condition.